Event description:
Customer reportedly obtained results of 284 mg/dl, 374 mg/dl, and 127 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.